Event description:
It was reported that on an unknown date, an unknown size epic valve was chosen for a procedure. During procedure, the physician had problems cutting through the stent ring and detaching the valve from the annulus. The epic valve had to be explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event involving a patient¿device interaction was reported. A comprehensive assessment, including histopathological examination of the valve tissue, could not be performed because the device was not returned for analysis. Information obtained from the field indicated that, during the procedure, the physician experienced difficulty cutting through the stent ring and detaching the valve from the annulus. Review of the device history record (DHR) was not possible because a serial number was not provided. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no evidence to suggest a product quality issue related to device design, labeling, or manufacturing.

Event description:
It was reported that on an unknown date, an unknown size epic valve was chosen for a procedure. During procedure, the physician had problems cutting through the stent ring and detaching the valve from the annulus. The epic valve had to be explanted.